Event description:
It was reported that during a stenting treatment procedure the stent was not fully expanded and post the procedure stent thrombosis occurred. An ion stent was deployed in an unspecified lesion and it was noted that the physician did not feel that the stent was well expanded. A "few hours" later, the patient presented with stent thrombosis. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).